Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter. Block h11: investigation reuslts: the device was not returned for analysis as the product was disposed; therefore, a technical analysis could not be performed. The complaint device was not returned as it was disposed, therefore, product analysis could not be carried out, for this reason and due to the lack of evidence is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "unable to exclude device problem".

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure on (B)(6) 2026. During the procedure, the resolution 360 clip would not fire in the position needed and when the clip was removed, the clip was bent which did not allow it to work properly. Another of an unknown device was used. There were no patient complications reported as a result of this event.